Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical gastrectomy for gastric cancer, on disconnection of the gastric parenchyma, the installation was successful, only a little bit could be fired. Most of the staples could not be fired. They replaced a new one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical gastrectomy for gastric cancer, on disconnection of the gastric parenchyma, the installation was successful, the device was not able to fire at all. They replaced a new one to complete the case. There was no patient injury.